Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to complete troubleshooting. Customer changed pump supplies to address the issue. Customer's blood glucose was 462 mg/dl.